Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. There was no reported adverse impact to the customer. The customer did not respond to multiple contact attempts from tandem technical support regarding the reported issue, therefore no further information could be obtained.